Event description:
Customer reported to beckman coulter, inc. (Bec) that they smelled a burning odor from the printer that was attached to the unicel dxc 880i synchron access clinical system (dxc 880i). Customer reported that the printer then generated the error message "service fuse error" and stopped working. Customer reported that no flame or smoke was present. There was no report that the dxc 880i was affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) sent the customer a new printer.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).